Event description:
Pt was described as a heavy bleeder (bleeding started before introduction of any baxano instruments). Mid-procedure, surgeon chose to abort based on the amount of blood in the wound. After the case, pt presented with a hematoma, but has since recovered. Case date unk. Attempts to gain more info have been unsuccessful.